Event description:
It was reported that the customer had a bent cannula and the pump never alarmed that there was a no delivery. Customer stated that she had a previous hospitalization due to a urinary tract infection. Customer bolused before she went sleep and woke up in the middle of the night with a high blood glucose level. Customer stated that her pump was low on insulin and was not giving an adequate delivery. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 550 mg/dl. Customer had diabetic ketoacidosis. Customer was given fluids and admitted for two days. Customer was wearing the pump at the time of the incident. Customer stated that on the second day, the doctors let her connect back to the pump. Customer was released on the third day of her stay. No further assistance needed.

Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm and no delivery tests. The no delivery alarm functioned properly. Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Pump had cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.